Event description:
Procedure type: colostomy. According to the reporter: the surgeon fired the first eea stapler when the stapler was in the green. This caused a tear in the anterior portion of the rectum. A ta was used to cut this portion off so a second eea could be fired. The eeaxl28 was placed and the anvil was mated and the green was showing. The instrument fired appropriately and 2 complete donuts formed. When the leak test was performed there were leaks. The surgeon had to over sew the entire anastomosis. The patient was given an ileostomy. Patient is doing well, but will need another surgery. There was unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).